Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The cutting seemed to be irregular during a procedure. It wasn¿t a consistent cut and was an almost rippled effect. There was no harm or delay reported. Once the doctor realized that the device wasn¿t cutting properly, he stopped and removed the blade to see if there was any type of error in the installation of the blade. The doctor resumed the graft harvesting and noticed that the cut was still uneven. He was able to use what was removed and the case continued on. The harvested graft was usable and an additional graft was not required. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the handle skipped. On (B)(6) 2018, it was clarified that the cutting seemed to be irregular. It wasn't a consistent cut, almost rippled effect. Once the doctor realized that the device wasn't cutting properly he stopped and removed the blade to see if there was any type of error in the installation of the blade. The blade had been loaded properly and seemed to be fine. The doctor resumed the graft harvesting and noticed that the cut was still uneven. He was able to use what was removed and the case continued on. The event was not identified before the first use upon opening of a newly purchased device. Another device not used to complete surgery. The harvested graft was usable and an additional graft was not required. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the handle skipping and the device not cutting properly cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.